Manufacturer narrative:
Block e1: initial reporter phone number is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of needle detached.

Event description:
It was reported to boston scientific corporation that a excelon tbna needle was used in the lungs during a pulmo procedure performed on (B)(6) 2025. During the procedure, the needle was removed from the patient after a second puncture. When the needle was extended to release the second sample, the needle fell out of the sheath. Another excelon was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone number is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of needle detached. Block h11: the returned excelon tbna needle was analyzed, and no visual damages were found. However, during functional test, the needle was not able to retract. Under microscope inspection, the needle was observed detached from the working length. The customer provided some images where it can be observed the label information of the device, and the needle detached from the working length. The reported event of needle detached was confirmed. Based on all available information, it is most likely that procedural factors such as handling of the device and the technique used by the physician (force applied) could have resulted in the damages encountered in the device, making the needle to detached during the procedure. This conclusion is acceptable because the adverse event occurred during the procedure and the device had no influence on event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a excelon tbna needle was used in the lungs during a pulmo procedure performed on (B)(6) 2025. During the procedure, the needle was removed from the patient after a second puncture. When the needle was extended to release the second sample, the needle fell out of the sheath. Another excelon was used to complete the procedure. There were no patient complications as a result of this event.